Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ perforation by the device / migration of essure device location of device: uterus / perforation (uterus)"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("heavy bleeding") and suicide attempt ("made suicide attempts") in a 33-year-old female patient who had essure (ess205) (batch no. 12269680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure followed by a hydrothermal ablation endometrial ablation". The patient's concurrent conditions included arthritis, asthma and metrorrhagia. Concomitant products included hydrocortisone (colocort), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2005, the patient had essure (ess205) inserted. In july 2005, the patient experienced depression ("depression"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder"). In 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes") and mood swings ("mood swings"). On (B)(6) 2011, 6 years 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain") and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy/ hysterectomy(full)) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, bipolar disorder and suicide attempt outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, suicide attempt, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhoea, uterine perforation, medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received -the following events were provided: depression, mental anguish, bipolar disorder, suicide attempt. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ perforation by the device / migration of essure device location of device: uterus / perforation (uterus)"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("heavy bleeding") and suicide attempt ("made suicide attempts") in a 33-year-old female patient who had essure (ess205) (batch no. 12269680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure followed by a hydrothermal ablation endometrial ablation". The patient's concurrent conditions included arthritis, asthma and metrorrhagia. Concomitant products included hydrocortisone (colocort), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("depression"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder"). In 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes") and mood swings ("mood swings"). On (B)(6) 2011, 6 years 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain") and suicide attempt (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy/ hysterectomy(full)) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, bipolar disorder and suicide attempt outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, suicide attempt, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhoea, uterine perforation, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ perforation by the device / migration of essure device location of device: uterus / perforation (uterus)"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("heavy bleeding") and suicide attempt ("made suicide attempts") in a 28-year-old female patient who had essure (ess205) (batch no. 12269680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure followed by a hydrothermal ablation endometrial ablation". The patient's concurrent conditions included arthritis, asthma and metrorrhagia. Concomitant products included hydrocortisone (colocort), ibuprofen (motrin), naproxen from 2014 to 2017, oxycocet (endocet) from (B)(6) 2006, tramadol from (B)(6) 2017 and vicodin (norco). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain"), depression ("depression"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder"). On (B)(6) 2006, 1 year 6 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), menopause ("was into menopausia") and abdominal pain lower ("cramping"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy/ hysterectomy(full)) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, bipolar disorder, suicide attempt and menopause outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hot flush, menopause, menorrhagia, menstrual disorder, mood swings, pelvic pain, suicide attempt, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhoea, uterine perforation, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Concomitant drugs added. Events was into menopausia and cramping added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ perforation by the device / migration of essure device location of device: uterus / perforation (uterus)"), menstrual disorder ("menstrual bleeding") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 12269680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure followed by a hydrothermal ablation endometrial ablation". The patient's concurrent conditions included arthritis, asthma and metrorrhagia. Concomitant products included hydrocortisone (colocort), ibuprofen (motrin) and vicodin (norco). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes") and mood swings ("mood swings"). On (B)(6) 2011, 6 years 4 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy/ partial hysterectomy) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, pelvic pain, hot flush, mood swings, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, hot flush, menorrhagia, menstrual disorder, mood swings, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhoea, uterine perforation, medical device monitoring error. Most recent follow-up information incorporated above includes: on 7-may-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication, lot number provided. Events heavy bleeding, hot flashes, mood swings, vaginal bleeding, menorrhagia added from pfs. Previous event device dislocation clubbed with uterine perforation. Medical device monitoring error added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/ perforation by the device") and device dislocation ("migration/ migration of the device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("menstrual bleeding") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (underwent a laparoscopic supracervical hysterectomy/ partial hysterectomy) and surgery (underwent a laparoscopic supracervical hysterectomy/ partial hysterectomy). At the time of the report, the uterine perforation, device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menstrual disorder, pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event menstrual bleeding and persistent pelvic pain added and event migration of the device and perforation by the device was clubed with previously reported event migration and perforation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ perforation by the device / migration of essure device location of device: uterus / perforation (uterus)'), menstrual disorder ('menstrual bleeding') and suicide attempt ('made suicide attempts') in a 28-year-old female patient who had essure (ess205) (batch no. 12269680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure followed by a hydrothermal ablation endometrial ablation". The patient's medical history included abortion (1) and recurrent abortion (5). Concurrent conditions included arthritis, asthma and metrorrhagia. Concomitant products included beclometasone dipropionate (qvar), cefaclor, cefaclor (suclor), ethinylestradiol;levonorgestrel (levlen), famotidine, hydrocodone bitartrate;paracetamol (norco), hydrocortisone (colocort), nabumetone, naproxen from 2014 to 2017, oxycodone hydrochloride;paracetamol (endocet) from(march 2006 to september 2006 and tramadol from may 2014 to december 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain"), depression ("depression"), anxiety ("mental anguish") and bipolar disorder ("bipolar disorder"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), suicide attempt (seriousness criterion medically significant), menopause ("was into menopausia"), abdominal pain lower ("cramping") and post procedural complication ("post procedural complication"). The patient was treated with surgery (endometrial ablation and underwent a laparoscopic supracervical hysterectomy/ hysterectomy(full ) uterus and cervic removed). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia and abdominal pain lower had resolved and the menstrual disorder, dysmenorrhoea, hot flush, mood swings, vaginal haemorrhage, depression, anxiety, bipolar disorder, suicide attempt, menopause and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, anxiety, bipolar disorder, depression, dysmenorrhoea, genital haemorrhage, hot flush, menopause, menorrhagia, menstrual disorder, mood swings, pelvic pain, post procedural complication, suicide attempt, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for events pain, migration and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6) 2005: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhoea, uterine perforation, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event post procedural complication. Outcome of events pelvic pain, menorrhagia and uterine perforation was updated as recovered. Event genital haemorrhage updated as non serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.